Manufacturer narrative:
UDI: (B)(4). Reported event was confirmed by review of explant photographs. No devices were received; therefore, the condition of the components is unknown. Photographs of the explanted devices were provided. The articular surface shows wear on the surface, however, detailed evaluation cannot be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products- persona cemented ps femoral component, catalog # 42500006002, lot # 62852784. Persona tapered stem extension, catalog # 42557000114, lot # 62916230. Persona cemented tibial component, catalog # 42532007502, lot # 62970615. Personal all poly patella, catalog # 42540200038, lot # 62959245. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona femoral component, catalog # unknown, lot # unknown. Unknown personal tibial tray, catalog # unknown, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06718. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to loosening of the femoral and catastrophic wear on the articular surface. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.